Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an increased pacing lead impedance and increased capture threshold on the right ventricular lead. The patient is not pacemaker dependent and no action was taken at this time. There were no patient consequences.